Event description:
It was reported that during the implant procedure, the patient went into atrial fibrillation while the atrial lead was being tested. The patient was unsuccessfully cardioverted three times. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).